Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Pt was getting a PICC line for tpn - his diagnosis on admission was subdural hematoma. Date pt was up in the chair prior to procedure, was a little confused but able to move about the room under his own strength. During the procedure, he kept asking questions and it was apparent he was confused but pleasant. Immediately after placing line, he told me he felt sob, I looked over at him and his whole trunk, neck and face were flushed and I called for help, which came in immediately as he was in the sicu. I told them I suspected an allergic reaction and dexamethasone ivp was immediately given and at the same time, I was washing tinted chloraprep off his arm. His episode aborted quickly and he did not require any further intervention. His PICC line is still in.